Event description:
It was reported that approximately 6 months post xience v stent implantation in a restenosed non-abbott stent in the mid left anterior descending artery (lad) the patient experienced intermittent chest pain not relieved by nitroglycerin. On (B)(6) 2010, the patient was hospitalized and found to have a non st elevated myocardial infarction. On (B)(6) 2010, the stent was noted to be occluded with thrombus. After angioplasty, a 2.5x23mm multi-link mini vision was placed. There was no residual left and timi flow was returned to 3. Antiplatelet therapy was changed from plavix to prasugrel. There was no adverse patient sequela reported. On (B)(6) 2010, the event resolved and the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: angina, myocardial infarction, and thrombosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience v was implanted to treat in-stent restenosis of a non-abbott stent. The xience v IFU, it states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU cautions that: the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.